Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified an opening, crease flat, and wear abrasion. Leak test was performed and identified an opening on the anterior. A microscopic analysis was performed which identified two striated edge openings consistent with the use of a surgical tool. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was two striated edge openings on anterior side due to surgical damage.

Event description:
Device has been explanted.